Event description:
It was reported that when the package was opened, the stent was found to be partially deployed. There was no patient involvement. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, and lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.